Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5105690). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged worsening immune system, black residue, sneezing or coughing black particles and sleep apnea, ear infection, cough. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a voluntary medwatch (mw5105690) received in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged worsening immune system, black residue, sneezing or coughing black particles and sleep apnea, ear infection, and cough. There was no medical intervention required by the patient. There is no patient contact information available. Due to the inability to contact the patient for the return of the device, the device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Correction to type of reported complaint made for serious injury.